Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2013 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017 from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained marcaine (bupivacaine) and an unknown brand of morphine both at unknown concentrations and doses. It was reported there was a volume discrepancy. The actual reservoir volume was 5 ml, and the expected reservoir volume was 2 ml. Reported symptoms included pain. The change in therapy/symptoms was considered sudden. The representative stated that the physician increased the dose, but the increase did not help. The volume discrepancy occurred the ¿last week of april¿, and the symptoms started ¿10-12 days¿ prior to the date of the call ((B)(6) 2017). The representative would review the refill accuracy chart with the hcp. Additional information received from the hcp via the representative on (B)(6) 2017 reported both the hcp and representative agreed that the discrepancy was within normal limits. That said, the hcp was planning to order an MRI to rule out granuloma formation at the catheter tip. They would then proceed with a dye study if an MRI was inconclusive. Those tests were to validate the sudden onset of symptoms. As for the patient¿s pain, to the representative¿s knowledge, that still existed. No further patient complications were reported. Additional information received from the representative on (B)(6) 2017 reported the MRI was supposed to be ordered as soon as possible, but as of wednesday ((B)(6) 2017), it had not been ordered. Additional information received on (B)(6) 2017 from the hcp via the representative reported they confirmed with the hcp that the MRI had still not been completed. The hcp didn¿t tell the representative if the patient was still symptomatic, but the hcp was still pursuing the MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the results of the MRI were pending. The cause of the volume discrepancy had not been determined.